Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was experienced "error code e3/e8/e5." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional information provided.